Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.343 x 0.354 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was found to have broken pitch and grip cables at the distal end. As a result of the breakage, the entire wrist assembly was broken off the distal end and the instrument tip including the cables were not returned. Since the pitch and grip cables were broken near where the main tube is broken, these breaks are also due to mishandling/misuse. The housing was removed for inspection and the instrument was found to have a dislodged flush tube cautery guide, idler shaft, and dislodged backend waterfall pulleys.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument head came off while holding the uterus. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator was not in the case. The issue occurred during a hysterectomy procedure. She stated that the instrument broke completely at the tips right about where the shaft meets the head. The instrument was holding the uterus at the time of the incident. The head of the instrument did fall into the patient and was successfully retrieved using another da vinci instrument. The procedure was completed with no report of patient injury.